Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va0ptn5, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 23-oct-2018, UDI#: (B)(4). (B)(4) apply to interstim ii (serial#(B)(4)) and lead (lot#va0ptn5). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient said they fell on their second ins and "broke the device". They elected to not remove the wire on the right side, but insert a lead on their left. The patient confirmed that the wire on their left side didn't work as so they removed the lead and placed one back on the right. During removal, the consumer noted they ended up only removing half the lead on their left side because it broke. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 3889-33, lot# va0ptn5, implanted: (B)(6) 2014, explanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the root cause was unknown and the device was discarded. The hcp stated that the new lead worked great.